Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked display window corner, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 36 mg/dl. The customer treated with food. The customer stated that he experienced low readings for a month and it got bad this week. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to review the priming technique. The customer held act until he see drops in the sink. The customer stated that the pump was not exposed to an MRI. The customer was advised to perform the displacement test. The customer stated that the test failed. The customer was advised to speak to his health care provider regarding the low readings.